Manufacturer narrative:
It was reported that a fuse was replaced and when turned on the unit "started smoking". No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Smoke coming out of unit.